Event description:
International affiliate reports the bone screw¿s inner saddle component separated from the screw intra-operatively during screw insertion. Another screw was available to be placed with no adverse consequences and without delay.

Manufacturer narrative:
The screw was returned without its inner saddle component. Examination of the returned device under 10x magnification determined that the tulip head component had been subjected to the swaging process as required. No visual anomalies were noted during this inspection. Review of the device history record found no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Review of product complaints found no emerging trends. Although no definitive conclusions can be made, the inner saddle was most likely subjected to an unanticipated side loading, resulting in inner saddle dislodgement. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.